Event description:
Philips received a complaint on the device efficia dfm100 indicating that it reports problems on display. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Device is evaluated remotely with support from philips fse. Based on the evaluation, device display has issues, and the cause is not able to be determined. Customer ordered dfm100 display assy to fix the issue and the product is back in service. Based on the information available, the cause of reported problem is not able to be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.